Event description:
One pt experienced an allergic reaction around the needle puncture site during first use of the rtm4224 device. The skin was noted to be reddish with skin scraping lesions and itching around the site. The pt was given corticoid therapy (route and dose unknown) for relief. An allergy workup was performed on this pt and the allergist noted the pt had allergies to chrome and cobalt. The allergist has requested that the pt be removed from all products containing metallic material. As a result, the pt's access device has been switched to a catheter. It was reported that the pt has fully recovered.